Event description:
The cardiologist was implanting a permanent pacemaker with atrial and ventricular leads. A pectoral pocket was made. The guidewire was pulled into the pocket. Over the guidewire, a 7 french sheath was advanced through which another guidewire was also advanced. Two 7 french peel-away introducer sheaths were used for placing the atrial and ventricular leads. The ventricular lead was a passive fixation st. Jude lead. The doctor then proceeded to secure the leads to the underlying pectoralis muscle. The doctor noted that the sleeve on the ventricular lead was not present in the pocket and subsequent fluoroscopy revealed that the sleeve has migrated down into the subclavian vein. The doctor tried gentle traction on the lead to see whether the sleeve would come more distally. During this process, the sleeve migrated completely and did get embolized into the left pulmonary artery branch. Interventional radiology came and retrieved the sleeve via right femoral approach. The procedure was completed with implantation of a new lead three hours later with no harm to the patient.